Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu_unknown_lead lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the electrode and extension revision occurred on (B)(6) 2007. Then after routine follow ups started, they noted further problems.